Event description:
The pt was implanted with a bi-ventricular assist device (bi-vad). It was reported by the clinical director that the driver failed to provide adequate pressure and vacuum to operate the vads. The pt was successfully switched to his back up driver without further incident.

Manufacturer narrative:
The pt remains ongoing on bi-vad support with the back up driver. The device was returned to the MFR and is currently being analyzed. A supplemental report will be submitted when the device analysis is completed. No further info is available.